Event description:
During removal of PICC, approx 4" of catheter "snapped" off in the patient's arm. The arm was incised to recover fragment unsuccessfully & the fragment was ultimately removed through fluoroscopic intervention.